Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip and the catheter shaft revealed that the coils on the guide wire had unraveled inside of the device causing them to bind the guidewire into the catheter drive coil and the catheter bushing. This would have caused a guidewire stick issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device was stuck on the wire. The lesion being treated was located in the in-stent restenosis of the popliteal artery. A jetstream xc atherectomy catheter and a non-bsc guide wire were chosen for use. The catheter became stuck on the wire and the devices were removed. The procedure was completed by rewiring, ballooning and implanting a stent. No patient complications were reported and the patient's condition is fine.